Event description:
New information states that the atrial lead was revised. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up with inappropriate automatic mode switch episodes due to atrial noise. No reprogramming was performed rep contacted technical services regarding a patient with inappropriate ams episodes due to atrial lead noise.